Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to manually transmit patient episodes due to noise and undersensing. The transmission error and noise were due to suspected electromagnetic interference. No intervention has been performed and the patient is stable and will continue to be monitored. Manual transmission of patient episodes